Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported that during the procedure the tip of the catheter broke partially, the tip was still attached but was not safe to use. It was noted the catheter was discarded. The rep noted the patient did not experience any complication, there was no medical or surgical intervention needed, the event did not lead to or extend patient hospitalization, and there was no injury to the result of the event. The patient was listed as alive with no injury at the time of the report. Additional information from the rep on march 28th reported the issue occurred 15 minutes into the procedure. The settings of the generator were 40 cut and 20 coagulation. The rep stated the device was being activated 10 seconds plus. The rep also stated the device was being cleaned with wet gauze. The rep noted the procedure was completed by rigid bronc core cut.